Event description:
It was reported that, during an unspecified surgery, the pin driver did not screw the bone pin into the bone. The issue was resolved by replacing the pin driver. Surgery was not delayed. No further patient impact was reported.

Manufacturer narrative:
H10: the reported device, used for treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review identified similar events. This failure mode is identified within the risk assessment. The navio surgical technique for tka released at the time of the complaint on page 3 states that the navio instrument kit consists of a two-level tray that contains the required instrumentation for any navio¿ surgical system tka procedure. A full traditional surgical instrumentation tray for the chosen implant should be available during every system use to manually implant the prosthesis in the event of system failure. It is recommended that users have fully populated and sterilized backup trays on-site at the time of the operation in the event that any parts malfunction or become damaged during the procedure. The surgical technique guide also includes instruction for proper bone tracker placement and use of the bone pins. The surgical technique guide cautions: "warning: be sure to place the proximal bone pin as directed. If placed too close to the tibial plateau, it may interfere with placement of the tibial implant component, causing damage to the bone pin and possible patient harm". Factors that could have contributed to the reported event include the user allowing the weight of the drill to fall as it is attached to the pin, if the bone pin is held rigidly in place during removal, or if the patient's bone is harder than normal. Per complaint details, the device malfunctioned during use; the pin driver would not screw pin into bone, surgeon felt it didn't fit on bone screw properly. We replaced it with a new pin driver and proceeded with no issues. Based on the information provided, there was no patient injury/impact as the procedure was completed with a backup device.